Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04nov2020.

Event description:
It was reported there was a proximal pressure sensor failure. There was no patient involvement.

Manufacturer narrative:
G4: 06nov2020. B4: 09nov2020. The device was sent in for repair and the service engineer confirmed error -machine and proximal pressure sensors failed, unable to take pressure/flow reading, as well as flow sensor cable loosely connected. The service engineer reconnected the flow sensor cable. The device was functional tested - it passed electrical safety, leak tests, air/o2 pressure and flow tests. No further issues found, device to be returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.